Event description:
Consumer claims to have had ears pierced with the inverness system at a retail vendor in 03. Sought medical attention for redness and swelling at the piercing site 26 days later. An oral antibiotic was prescribed. Returned for treatment 2 days later and an incision and drainage was performed. Went for follow up visit and was prescribed another antibiotic 4 months later.